Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the prime test due to loose motor drive support disk.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during manual prime. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.